Manufacturer narrative:
Stryker evaluated the device and was able to duplicate the issue. The keypad was replaced to resolve the issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the issue was a faulty main keypad.

Event description:
The customer contacted stryker to report that their device's main keypad was not working. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.